Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.

Event description:
It was reported that during a normal follow-up, the patient felt symptoms of nausea and general fatigue. Upon interrogation, loss of capture, a change in impedance, and changes in sensing were observed. Perforation was observed and verified on echo. The lead was explanted and replaced. The patient was stable.